Event description:
Supartz injection: adverse event-injection site joint infection. The injection physician was not willing to provide specific information. He stated the patient was a female, age (B)(6), in a severe stage of oa. The patient was not immunocompromised in any way. Patient has had many prior injections of supartz-over a year's worth. In this series, the injections were a week apart (physician not willing to provide prior dates). Approximate dates would be (B)(6) 2016. (B)(6) 2016: the patient received the 4th supartz injection. Onset of symptoms were approximately one week later, maybe a little more. She complained of fever, warmth, pain in knee, and minimal swelling. Cultures grew staph infection. (B)(6) 2016: the physician treated the patient with a PICC line IV with vancomycin and washout. (B)(6) 2016: injection physician followed up with the patient afterwards and reports she is better. The physician is unsure of batch number. He stated it may be lot#: 5g828n. Unsure if he purchased from the sales partner or a retail pharmacy. According to market trace, lot#: 5g828n may have been from a retail pharmacy. (B)(6) 2015: according to the physician, the patient is recovering.